Event description:
On(B)(6)2022 getinge became aware of an issue with one of surgical lights - xten. It was stated the dust covers were missing on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
According to the information provided by the getinge technician, repair was performed by fitting new spring arm dust covers - spring arm ac2000 df dust cover (B)(6). Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification and contributed to the event due to the dust covers missing. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment or diagnosis. When reviewing similar reportable events registered for the issue of missing dust covers on xten surgical lights it was confirmed that there were no events which led to serious injury or worse. A root cause analysis was performed by subject matter experts and it was established that the dust covers were probably damaged and missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (B)(4) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).